Event description:
Four months postop insertion of hardware & still maintaining toe-touch weightbearing, the pt had immediate sense of instability & pain. The hardware had broken necessitating surgical removal of hardware.